Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the user did not correctly store the lamp door wrench, it is likely the turret rotation was obstructed and a turret error occurred causing the panel flashing and the light ceasing to come on. Per the legal manufacturer, an air leakage due to air joint wear has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customers complaint. A loose lamp door wrench obstructed the turret from rotating which caused the flashing on the front panel and the light not being emitted. The repair center advised the customer to put their wrench back into position properly to make sure turret doesn't get blocked. The instruction manual includes directions and an illustration for properly storing the hexagon wrench. In addition, a worn out socket air joint is leaking air pressure. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report a device malfunction. The "l" was flickering on the panel where the word lamp was located and the light went out. Additionally, the airflow button was not functioning as intended. The device malfunction took place during a procedure, but the customer did not report any consequence or impact to the patient.